Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while trying to change the basal and correction factor to the settings that was in the personal profile, the customer inadvertently deleted the personal profile. Blood glucose was 304 mg/dl. Tandem technical assisted the customer with the setting change.